Event description:
The pt had two leads from the same lot. It was reported the pt experienced overstimulation all over her body on a few occasions. Around (B)(6) 2013, overstimulation diminished when the pt decreased stimulation to a point where she couldn't feel it. X-rays revealed one of the leads had migrated. As a result, the pt's scs system was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.